Manufacturer narrative:
Follow-up #1: date of submission 12/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: all of the keypad buttons were intermittently unresponsive. Contamination was found underneath the all of the key contacts. Unrelated to the keypad issue, the display screen was dim and discolored. Additonally the battery compartment was cracaked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.